Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump after it was in a cooler while the customer was at the beach. The customer stated that the screen is blank. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.